Event description:
It was reported that the customer experienced low blood glucose levels (30 mg/dl). Customer drank orange juice and took glucose tablets to stabilize his blood glucose level. During troubleshooting customer noticed the pump settings were incorrect. Customer's basal setting was set at 1.8 units per hour and should have been set at 1 unit per hour.

Manufacturer narrative:
No product returning for evaluation. Should new relevant info become available, a supplemental form will be submitted.